Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation. The irritation was described as itchy, bumpy, and red skin across her back and on her breast. The patient consulted her physician who recommended ending use of the device. Follow-up indicated that the patient ended use and that the irritation had improved after removing the lifevest.